Event description:
Info received indicates the foot hi/low function of the bed is lowering by itself.

Manufacturer narrative:
The tech isolated the issue to the foot hi/low valve. He replaced the valve to repair the bed.